Manufacturer narrative:
Date of event and implant: estimated date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported via literature that a supera stent was implanted in the popliteal artery without reported issues. 6 months later, the patient presented with intermittent claudication. Per computed tomography, a popliteal 2 (p2) artery occlusion with thrombosis was observed, secondary to a supera stent type iii fracture. The site of supera stent ruptured contained moderate stent elongation. As treatment, the lesion was satisfactorily treated via endovascular recanalization with balloon angioplasty and implantation of another supera stent. Indefinite treatment of clopidogrel was ordered. Duplex imaging at 3 and 6 months demonstrated the stent's permeability without any new stent fractures. No additional information was provided regarding this issue. Details provided in the attached article titled: "endovascular treatment of popliteal artery occlusion caused by a ruptured supera interwoven nitinol stent".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Na.

Manufacturer narrative:
Estimated date the UDI is unknown because the device part and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of worsening claudication and thrombosis are listed in the supera instructions for use as a known potential patient effects of peripheral percutaneous intervention. A definitive cause for the reported claudication and thrombosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported stent fractures and elongation could not be determined. The additional therapy/non-surgical treatment and treatment with medications were related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.